Event description:
It was reported that the burr got stuck on wire. A rotapro and rotawire drive were selected for use. It was noted the burr got stuck with the rotowire and could not be removed. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. There was no patient complications reported.